Manufacturer narrative:
(B)(4). The customer stated that the set was discarded. The customer's report that the set ballooned, separated and leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a ballooned silicone segment. The silicone tubing ballooned, separated and leaked. Per a verbal description from the customer, the upper fitment was positioned above the top of the pump module and the balloon occurred just below the upper fitment. There was no report of pt harm and medical intervention was not required. No further pt or event info was provided.